Manufacturer narrative:
The device was not returned to olympus. A functional inspection was carried out by an olympus representative at the site. The reported allegation was reproduced and it was confirmed that image noise was found in the camera head. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a noisy image. The malfunction was identified during routine inspection. There was no patient involvement.